Event description:
The patient contacted animas on (B)(6) 2012 and stated the ok keypad button was intermittently unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment, against the body and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no visible damage was observed to the keypad. The contrast button was found to be intermittently responding to presses. The contrast button has no effect on insulin delivery function. The keypad was removed and contamination was observed under the contrast button contact.